Manufacturer narrative:
Device passed displacement test and self test. Programmed device with the current time and date and monitored for three days. No unexpected time gain or loss noted during monitoring period. The time and date function is performing properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The customer stated that the time gain was greater that 1 minute per week and greater that 4 minutes per month. The insulin pump will be returned for the analysis.